Manufacturer narrative:
Bd had not received photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes had erroneous results. No serious injury or medical intervention.